Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and further testing was recommended. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 1 (correction): impact codes f10 field was updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and further testing was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that diagnostic imaging has not been performed, and the root cause of the reported observations has not been conclusively determined. The patient was advised to schedule an appointment with the electrophysiologist for further evaluation and to determine the appropriate next steps. No adverse patient effects were reported. The lead remains in service. Additional information indicated that fault code 1005 indicative of an open circuit condition during shock delivery was exhibited during an inappropriate shock delivery for a supraventricular tachycardia (svt) rhythm. Lead replacement was recommended. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and further testing was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that diagnostic imaging has not been performed, and the root cause of the reported observations has not been conclusively determined. The patient was advised to schedule an appointment with the electrophysiologist for further evaluation and to determine the appropriate next steps. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Follow up report 1 (correction): impact codes f10 field was updated.